Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 25mm amplatzer amulet was chosen for procedure on (B)(6) 2022. During procedure, the amulet sheath was placed in the left atrial appendage (laa) and opened the device, however the device was not in the correct position so the user recaptured the device. It was at this point a pericardial effusion was discovered. The patients hemodynamic state became unstable. The patient was intubated and one pressor was started to maintain the patients blood pressure. Then patient underwent a pericardiocentesis. The device was not implanted and the case was aborted. The patient did not stabilize and was transferred to a hospital for surgical intervention. It was reported the patient did well in the cardiac surgery and is now stable and recovering.

Event description:
N/a.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.